Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head 12/14 taper 00801803203 61542834. Liner standard 32 mm, pn 00630505032, ln 61498181. Item #: unknown, unknown cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00703 liner; 0001822565-2019-04168 head. Reported event was confirmed by review of medical records, sample testing, and photographs. Device history record (DHR) was reviewed for head and liner and no discrepancies were found. DHR could not be reviewed for stem and cup do to lack of information supplied. Root cause was unable to be determined. A versys femoral head 32mm and a longevity liner 32mm ID were returned to the product surveillance team for evaluation. The liner was damaged during the removal process. Therefore, no visual evaluation or dimensional analysis was performed for the liner. Visual examination identified dark debris on the taper surface. Scratches were observed on the outer spherical surface of the femoral head. No other damages were noted. Radiographs identified the following : there was abnormal radiolucency reflecting osteolysis along the proximal femoral implant. Bone quality is osteopenic. The cup was slightly elevated at an abduction angle of 53 degrees. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision due to recurrent dislocation and elevated ion levels. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available